Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not able to push insulin out of the syringe while filling the cartridge. As the customer did not have additional supplies on hand at the time of the report, insulin injections were used for insulin therapy. The blood glucose level was not impacted. The customer was to change out the needle and syringe; however, as the customer declined tandem technical support's offer to follow up, it could not be confirmed if the needle/syringe change resolved the reported issue.